Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on what is reported in this complaint it was not possible to determine an exact root cause for the appearance of endoleak. Nothing indicates that the endoleak is related to a device failure and no evidence exists to confirm the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2015: a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. The physician experienced difficulty in releasing trigger wire. He had to pull them with extra force and the stent graft was deployed approx 5 mm distally from the planned location. To cover the proximal side, he additionally placed an ploximal extension (tbe-38-77-pf) (pr124585). Slight proximal type I endoleak was confirmed but he took wait-and-see approach. (B)(6) 2015: he confirmed the proximal type I endoleak was gone (pr124587). Patient outcome: the patient did not experience any adverse effects due to this occurrence.